Manufacturer narrative:
Method: there was no allegation nor indication that a malfunction contributed to the patient injury. Monitor sn (B)(4) was not returned for investigation.

Event description:
A zoll distributor reported that the patient notified them on (B)(6) 2015 that he had been injured by the device. The patient stated that on two separate occasions, his monitor swung down from his holster as he was getting up from a chair and smashed into his ankles, badly bruising them. He reports that his right leg "got the worst of it" but that his left leg was also affected as well. He stated that he now has to use a walker to get around. He confirmed that he has not sought medical attention and does not plan to in the future. The patient ended use of the device.